Event description:
A patient reported blood glucose results of "269 mg/dl and 203 mg/dl" with a lifescan meter, perfored within 10 minutes of each other. No control solution was available to test the product which will be replaced.